Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the outer insulation breached, and blood ingress in lead, damage at implant. The helix test was performed, results were passed. The helix could be fully extended and retracted and turns within specification.

Event description:
It was reported that the physician experienced right atrial (ra) lead placement difficulty. The lead helix did not seem to be extending and the lead dislodged during numerous placement attempts. The lead was removed and not replaced. A single chamber device system was placed instead. No patient complications have been reported as a result of this event.